Event description:
It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a fall and landed on the implant site of this device. The patient received an inappropriate shock on two separate occasions due to noise and oversensing. Noise was observed in all three channels which could be recreated with arm movements. A review of the device data did not identify any indications of any device issues and impedance measurements were stable. X-ray did not identify an electrode fracture and the electrode to device connection appeared good. A boston scientific technical services consultant recommended further troubleshooting and programming options for this patient. The device was programmed off due to the reported clinical observations. No additional adverse patient effects were reported. It was reported that this system was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported. This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a fall and landed on the implant site of this device. The patient received an inappropriate shock on two separate occasions due to noise and oversensing. Noise was observed in all three channels which could be recreated with arm movements. A review of the device data did not identify any indications of any device issues and impedance measurements were stable. X-ray did not identify an electrode fracture and the electrode to device connection appeared good. A boston scientific technical services consultant recommended further troubleshooting and programming options for this patient. The device was programmed off due to the reported clinical observations. No additional adverse patient effects were reported.